Event description:
I bought bayer contour next diabetes testing kit on (B)(6). Today I faced a serious issue: when I was performing the test, the meter gave an error when I inserted the strip. I tested using another strip. However, on close examination of the strip, which was giving the error, I found that there were red streaks on the back of the strip and the strip was already used. Now I have the following questions and concerns: "how come there was a used strip in the box; is the sample in this used strip blood or some other liquid, how do we find out; as I touched the bad strip and without washing my hands tested using the second strip, am I exposed to some infection that would have been on the sample in the bad strip. What precautions should I take now; are the remaining strips usable."